Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 465 mg/dl. Customer had 4 infusion sets and the first three alarmed no delivery while the 4th one was bent. Troubleshooting for the bent cannula was performed. Customer changed the entire set and treated using the insulin pump. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the infusion set change resolved the issue and there was no alarm message during manual prime. Customer advised they would return the product and receive replacements.